Event description:
This is filed for the clip opening while locked (cowl). It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr). During a procedure with a nt mitraclip, the first implanted clip opened slightly after deployment. A second nt clip was implanted as scheduled. The mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported user error (improper or incorrect procedure or method) was due to the user curving the cds more than 90 degrees. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image was provided in which two fully deployed clips can be visualized; there is no cds in view, indicating the image was taken post deployment of the second clip. The image quality is poor (blurry/grainy) and the angulation of the clips relative to the fluoro view makes it difficult to assess the clip arm angles. In addition, it is unclear which clip is the first implanted clip with the reported device issue. Based on the image provided, both clips appear to be open to a similar arm angle of ~30° - 40°; this is an estimation based on visual assessment with the naked eye and cannot be confirmed.¿ the device is included in the correction notice issued by abbott on 22 aug 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Device code 2017 is applied for failure to follow instructions.